Event description:
A healthcare professional via study reported that following the glaucoma shunt implantation in the right eye, the subject had experienced elevated intraocular pressure (iop) of 11 to 12 mmhg, which was moderate in severity. A trabeculectomy was performed as a surgical intervention in the right eye. Subsequently, the intraocular pressure after the additional surgical intervention had reduced to 7 mmhg, resolving the adverse event. According to the investigator, the event was related to the device. The patient had also experienced mild conjunctival hyperemia in the right eye, which had resolved. According to the investigator, this event was also related to the device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of elevated intraocular pressure (iop) and hyperemia; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).